Event description:
It was reported by service report that the motion controls are not working. The high low functions were not working as they should. No pt involvement or adverse consequences are reported.